Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose caps with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of loose caps through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: "medical technologists and phlebotomists observed a cap pop-off after specimen transfer even with screw down motion during cap replacement; tube cap easily loosened with little to no force resulting in removal of cap and exposure to specimen."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose caps with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of loose caps through corrective and preventive actions. CAPA #(B)(4)

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: "medical technologists and phlebotomists observed a cap pop-off after specimen transfer even with screw down motion during cap replacement; tube cap easily loosened with little to no force resulting in removal of cap and exposure to specimen."